Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and there were positioning issues. Placement was technically challenging of the impella pump into the left ventricle secondary to patient's heart anatomy. Despite use of best practices, efforts to reposition the pump into ideal left ventricle position were unsuccessful as the physician only managed to find a rather shallow spot for the inlet. Once in "position," the pump was maximized for patient support. After pci, it was noted the physician made a final attempt to reposition the pump for more optimal flow, but it was unsuccessful. The pump's p-level was decreased, the pump was pulled across the aortic valve and later removed. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. According to the clinical, while inserting the impella cp device it became difficult to insert the pump into the lv due to patient anatomy. After placing the pump in a shallow position support was maximized. Later the same day another attempt was made to reposition the pump with the same negative results. The decision was then made to wean the patient off of support and remove the device. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was patient condition related. D4-updated model number